Manufacturer narrative:
A2: sex: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
End user reports paper backing did not peel as it should but tore when opened. There was no harm reported.

Manufacturer narrative:
This complaint has been evaluated. No photos or samples were provided to this complaint. A batch record review was conducted. No nonconformity had been registered during the production and sterilization process of the mentioned lot. One similar complaint was received on lot with the same issue. Based on increased trend of received complaints a CAPA was opened. Increased complaint trend related to the issue peelpack paper tearing unevenly when opening gentlecath glide. CAPA opened 20/feb/2024 and it is in investigation state. This issue will be monitored through the post market product monitoring review process, sop-000741. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.